Event description:
It was reported that during a laparoscopic vertical sleeve gastrectomy procedure, on the third firing with a black reload, the staples on the patient side did not form. They remained in a ¿u¿ shape. The procedure was completed with same like device. There were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.